Event description:
It was reported that during set-up for a surgical procedure conducted at the user facility the tip of the device broke off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the tip of the knee pointer was broken off was confirmed through the visual inspection. Any physical impact to the pointer, especially with a mallet or similar tool will cause product damage or operational failure due to battery movement.

Event description:
It was reported that during set-up for a surgical procedure conducted at the user facility the tip of the device broke off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.